Event description:
Same case as MDR ID: 2134265-2012-05610. It was reported that during preparation for a stenting treatment procedure there were two stents that had prematurely deployed. Two 4.00x24mm promus element stent delivery systems were being unpacked when it was noted that the stents appeared partially inflated. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2012-05610. It was reported that during preparation for a stenting treatment procedure, there were two stents that had prematurely deployed. Two 4.00x24mm promus element stent delivery systems were being unpacked when it was noted that the stents appeared partially inflated. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: initial visual and microscopic examination of the returned device noted that the device had been prepped for use, as contrast media was visible inside the lumen of the device. Examination of the balloon also noted that attempts had been made to inflate the balloon, as it also had contrast media inside its lumen the stent was returned severely damaged, both the distal and proximal edges of the stent were damaged, struts at both ends were splayed outwardly. It would not have been possible to package the device in its returned condition due to the profile of the returned balloon. It would not have been possible to place the stent protector over the balloon in its returned condition. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).